Manufacturer narrative:
Operator error: the end user did not exercise caution while transferring out of the motorized wheelchair, and fell. Hoveround's owner's manual warns end users, "to reduce the chance of serious injury or death from falling from the power wheelchair: do not put weight on the footplate, armrest, or controller while getting into or out of the power wheelchair," and to use, "the transfer method recommended by your health care professional."

Event description:
End user reports end user's knees gave way while transferring out of the motorized wheelchair to end user's walker, causing end user to fall. End user was reportedly hospitalized as a result.